Event description:
It was reported that when using the bd pyxis¿ medbank tower, customer reported that a resident had been active in the pharmacy processing system since (B)(6) 2026; however, on the (B)(6), the facility reported after-hours that the patient was not showing up in their medbank and on the following day the profile was active. Customer had requested for patient profile status between these days. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the profile was inactive. A technical support specialist (tss) reviewed the information provided and acknowledged that the patient record dated back to january, which was beyond the available timeframe for logs or message history. Based on this limitation, the tss explained that the issue was likely due to a message not being sent during that period, as the resident had not been discharged in the system and the profile had remained active since then. The tss also addressed customers queries regarding the interface and integration behavior, including the potential use of the a08 message type for admissions, and provided guidance on considerations related to inactive patient profiles and message triggers, advising the customer to validate the configuration on their end. The system functioned as intended after technical support specialist investigated the issue.